Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the mtm to resolve the issue. The system was tested and verified as ready for use. This unit was returned for failure analysis and the reported complaint was confirmed and replicated during in house testing. In lighthouse, error codes 23033 (persistent mtm homing failure) and 23032 (log mtm homing failure) were observed, confirming the fault occurred in the field. Upon visual inspection, the grip spring was found to be dislodged in the grip housing. After installing on system and running the fitness test, the unit failed for grip torque margin verification. The remainder of the fitness test was not performed. The unit was transferred to engineering for further analysis.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, a message indicating a potential problem with the left hand control was displayed during case setup. Prior to contacting support, the or staff had attempted to recover and power cycle the system with no change. The technical support engineer had the caller perform a hard power cycle of the console, however the system powered back on with the same issue. The technical support engineer then had the caller manipulate the master tool manipulator (mtm), reposition the console, and perform another hard power cycle, but the issue remained. There was no report of patient involvement or reported injury.